Event description:
The customer reported the ventilator counts down and powers down; the ventilator goes into rest-restart process every four minutes in every mode. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Root cause: this power supply was tested and no faults were identified. This cpu pcba was tested and no failures were identified. This blower air valve was tested and no failures were identified.